Manufacturer narrative:
(B)(4).

Manufacturer narrative:
CT images dated (B)(6) 2015 were obtained from the facility, and an imaging evaluation was performed: axial images, 3d reconstruction, and multiplanar reformations all appeared to confirm tortuous common iliac arteries. Maximum diameter of the aneurysm appeared to be 70.4 mm x 72.2 mm. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was to be implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral component (rmt281218/13046855) was advanced and implanted as planned. However, the physician reportedly had difficulty cannulating the contralateral gate. According to the report, the patient's common iliac arteries were extremely tortuous, and the aneurysm was unusually large (evaluation of CT images determined maximum diameter of 70.4 mm x 72.2 mm). After multiple unsuccessful attempts to cannulate the gate, the physician reportedly attempted cannulation using a snare technique. However, the graft was reportedly pulled down into the aneurysmal sac. The physician then opted to convert to an open surgical repair. The excluder device was explanted, and the vasculature was surgically repaired. The patient tolerated the procedure.